Manufacturer narrative:
The device was returned to olympus for inspection. The reported event of poor quality image was due to a dirty objective lens. Additional findings were burn marks on the distal end. Based on the results of the investigation, a definitive root cause of the dirty lens and burn marks could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a dirty objective lens and burn marks on the distal end. There was no patient involvement.